Event description:
Device report from depuy synthese reports an event in china as follows: this case is from the health authority. It was reported that during the surgery, the screw broke, all the pieces were removed from the patient. Another device was used to complete the surgery. There was no surgical delay and no adverse patient consequences. The procedure was completed successfully. No additional information could be provided. This complaint involves one (1) device. This report is for one (1) matrixneuro sterile kit std 4. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Unique identifier( UDI): gtin no. For matrixneuro sterile kit std 4(145.321s/ 576p759) is not populating. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee & ha report request. Device is not distributed in the united states, but is similar to device marketed in the USA. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 145.321s. Lot number: 576p759. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 15/01/2022. Manufacturing site:jabil bettlach. Expiry date:01/01/2032. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: UDI number device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: device manufacture date.